Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right atrial lead exhibited sensing noise and inappropriate mode switch. Programming changes were performed. There were no patient consequences.